Event description:
During prep for c-section, surgeon and tech noted some type of substance on the blue, cardinal health, sterile drape. The substance is about 3 inches long x 1 inch wide, dry, yellow and adhered to the drape. The drape was removed and a new one applied.